Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device encountered image disturbances when used in combination with diathermy. The issue occurred during procedure and the patch bile therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e1, e2, e3, d8, d9, g2, g3, g4, h4, h6, h8, h11. Correction fields: e1 telephone number, h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charge coupled device) was broken and therefore a noise image occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device encountered image disturbances when used in combination with diathermy. The issue occurred during procedure and the patch bile therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.